Manufacturer narrative:
A product development investigation was performed. This complaint is confirmed for the 04.210.122 (qty 2) and 04.120.120 (qty 1) screws that broke postoperatively. The 3 returned screws were received at customer quality each in 2 pieces. The screws each broke at the transition from head to shaft. Thus, the complaint condition is confirmed, consistent with the reported condition. Whether this complaint can be replicated is not applicable as the screws are already broke. Since the bending strength of an external thread element would be a function of the size of the minor diameter (worst case cross section in terms of bending strength), the minor diameter of each broken screw was measured at customer quality (cq). The screws at the location nearest the breakage each measured 1.85mm which is within specification of 1.8mm - 1.9mm per tabulated screw design drawing for the 2.4mm va locking screw family. A visual inspection under 5x magnification, dimensional inspection, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. A review of the device history records was unable to be performed since the lot number was not provided and does not exist on the returned screws. A review of the current tabulated screw design drawing for the 2.4mm va locking screw family was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The following parts were returned as concomitant devices without an alleged complaint condition. Upon visual inspection there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed on these devices: 1x va-lcp (part 04.111.730 lot 9775348); 4x locking screw (part and lot unknown); 1x cortex screw (part 401.766 lot 9535008). The tan va locking screw 2.4mm diameter is available in multiple systems including the 2.4mm va lcp distal radius system (technique guide) and the 2.4mm/2.7mm va lcp forefoot/midfoot system. The va lcp distal radius system offers plates which contain va lcp holes in the head of the plate in order to better support the articular surface and reduce the need for bone graft. The screws can be angled anywhere within a 30 degree cone of angulation and are retained by four columns of threads which provide four points of contact between the plate and screw forming a fixed-angle construct. The root cause is most likely due to early excessive strain by patient. Corrected data: patient age (B)(6) reported on (B)(4) is incorrect. Patient¿s birth year is reported as 1982; exact date of birth is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: on (B)(6) 2017 per medical professional, couldn¿t confirm the complaint narrative via the provided x-ray image. On (B)(6) 2017 during first inspection it was noted that the measured length of two of the broken screws measures l22mm indicating part number 04.210.122. The surgery was successfully completed. Concomitant medical products: 4x locking screw (part and lot unknown); 1x cortex screw (part 401.766 lot 9535008).

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code: hrs. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). (B)(4): it was reported that the screw broke postoperatively and required additional surgery to remove the construct. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient with carpal tunnel syndrome was operated 8 months post-operatively to relieve the median nerve. During this surgery a variable angle locking compression plate (va-lcp) and va-screws were removed. During removal of the devices they detected that 3 ulna screws of the distal row of the screws were broken at the level of the plate surface. In the x-ray a slightly displaced screw shaft of the second ulnar screw relative to the screw head was visible. All osteosynthesis material could be removed. Fracture has healed. The surgery was not prolonged. No information available about patient condition and outcome. The implant material was removed after fracture healing upon development of carpal tunnel syndrome. No definite correlation to presence of plate is possible. Material was implanted in (B)(6) 2016 and removed on (B)(6) 2016. Concomitant medical products: 1x va-lcp (part 04.111.730 lot 9775348). This report is 1 of 3 for (B)(4). This complaint involves 3 parts.